Manufacturer narrative:
.

Event description:
The tears in parallel to the tigerpaw device in one side and at the elbow on the other side appeared and were a reason for bleeding. No tears were noted at the time of the application of the fastener. Dr. (B)(6) acknowledged that he may have forced the laa too far into the elbow of the fastener and this may have been the result of the slight tear outside the footprint of the device.